Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer administered baqsimi nasal spray to address bg. Additionally, the customer required an IV administered by emergency medical services (ems). Customer declined to provide additional information regarding treatment provided by ems. Recommendation was made to consult with a healthcare provider to discuss diabetes management.